Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot#: va00p29, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3888-33, serial/lot #: (B)(4), ubd: 30-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the lead was inactive but still peripherally in place. The rep reported that it was abandoned during his last surgery due to the surgeon¿s inability to retrieve the lead. The rep noted that the patient didn¿t have a battery attached to this lead. No further complications were reported.

Manufacturer narrative:
Product ID 3888-33, lot# va00p29, implanted: (B)(6) 2012. Product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a manufacturer representative on (B)(6) 2020 reporting that the hcp was unable to retrieve the peripherally placed leads due to scar tissue surrounding the leads and did not want to attempt to cause more harm during the procedure. No further complications were reported.